Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned

Event description:
Case retrospectively logged to capture the details of the patients 1st revision surgery of depuy synthes iliac bolts. Iliac bolts removed to ease the patients discomfort / pain, which can occur sometimes as a result of iliac bolts (bolts can sit proud of the pelvis). Additional information received 10 jan 2017 - doi confirmed as (B)(6) 2015. The clinical specialist believes 2 bolts (unsure of codes) were removed and 2 dual innie set screws (179722000), 2 lateral connectors (unsure of size ?197993020/?179793050) and 2 single innie set screws (179702000). Nothing was implanted at the time of this surgery. No other relevant medical information is available. The iliac bolts were believed to be causing the patient pain and were being removed for this reason - kw additional information received 13 jan 2017 - the patient had undergone another procedure on the (B)(6) 2015 (dr (B)(6). However it appears that the iliac bolts were not implanted on this date, therefore indicating that this was not the patient¿s primary procedure. The clinical specialist further advised that during the procedure on the (B)(6) 2016, 2 iliac bolts were removed (product codes unknown at this stage), 2 dual innie set screws (179722000), 2 lateral connectors (unsure of size ?197993020/?179793050 ¿ or perhaps those listed in the usage from the procedure performed on (B)(6) 2015) and 2 single innie set screws (179702000). The iliac bolts were believed to be causing the patient pain and were being removed for this reason. - kw